Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon was unable to cross the lesion. A 2.0mm small diameter balloon was used for dilatation and the wolverine was used again. After crossing the lesion, the balloon ruptured on the first inflation at six atmospheres. The procedure was successfully completed with a different device without issue or patient injury.